Event description:
Customer reported that when an attempt is made to inflate the cufflator the pressure does not hold and releases on its own. Additionally the needle remains at zero when attempting to inflate the cufflator. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Product was requested to be returned for eval and has not been received. Note: this submission is based solely on the user facility statement. (B)(4).